Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was flickering on the screen and that it could be due to the ccu. The loss of image duration could not be confirmed.